Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system it was leaking. The following was received by the initial reporter: verbatim: IV initiated by a staff who had been trained by bd but also had used nexiva in another site, therefore was very comfortable inserting. An IV was inserted without incident but then it was noted that blood was leaking from the connection between the catheter and the next graduated portion of the IV.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 3096453, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a 20 gauge nexiva unit. There appeared to be an arrow drawn on the photo to indicate where the device was leaking but no signs of leakage was evident in the provided photo. The engineer could also not identify any obvious damage to the device that could have caused a potential leak. Therefore, based off the provided photo the engineer was unable to verify the reported defect. Since no sample was available and the defect could not be confirmed from the provided photo the engineer could not determine a definitive root cause.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system it was leaking. The following was received by the initial reporter: verbatim: IV initiated by a staff who had been trained by bd but also had used nexiva in another site, therefore was very comfortable inserting. An IV was inserted without incident but then it was noted that blood was leaking from the connection between the catheter and the next graduated portion of the IV.